Manufacturer narrative:
Plant investigation: the complaint sample was not available, and no meaningful photos were provided for review. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. There were arterial and venous pressure alarms that occurred during the treatment. The machine first alarmed six minutes after the start of treatment. When the first blood leak alarm went off, there was no visual indication that a blood leak had occurred. The machine continued alarming throughout the first sixty minutes of treatment. It was reported that the machine alarmed a total of six times. After sixty minutes of treatment, the blood leak was visually observed. A blood test strip was not used because the blood leak was visible; it was noted that blood had leaked through the fibers. There were no visible defects noticed on the dialyzer. The patient was dialyzing on a fresenius machine with fresenius bloodlines. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. The patient was reportedly stable following the event. They did not require any medical intervention due to the blood leak. The incident resulted in approximately 50 ml (or less) of blood loss. The sample was not available to be returned for evaluation.